Manufacturer narrative:
This report is based solely on device analysis. No information to suggest a device related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: during analysis it was noted that the upper case was dented, broken and contaminated and that the lower case was broken and contaminated. The battery release, battery drawer and battery drawer o-ring were contaminated, the bail covers, ring cover, bails, ring and ventricle output connector were missing and the atrial output connector was broken. The device was to be scrapped in-house. (B)(4).

Event description:
The external pulse generator was returned as a trade-in and subsequently tested out of specification during manufacturer's analysis. There was no patient involvement.